Event description:
It was reported that a patient developed a postoperative surgical site infection almost two months after undergoing a right knee procedure. The initial surgical procedure was performed on (B)(6) 2014. A number of devices were utilized during the surgical procedure including but not limited to reprocessed devices, tissue and implantable hardware. When the infection was identified on (B)(6) 2015, the patient was hospitalized, given intravenous antibiotics and underwent surgery to remove the tissue graft and implantable hardware from the right knee. The patient was subsequently discharged from the hospital and continued treatment with antibiotics. The user facility reported they had not determined that any medical device and/or tissue implant was the cause or contributing factor to the post op infection. As part of their routine investigation, they notified all vendors (including tissue and implantable hardware supply vendors) whose devices were utilized during the initial surgical procedure that this incident occurred.

Manufacturer narrative:
Sterilization cycle records for all three reported lots were reviewed and all sterilization cycles were found to meet validated parameters. A review of the processing paperwork was performed and all cleaning and processing requirements were met. There have been no other similar issues or concerns reported to us for devices from these lots. We have no information to suggest the devices caused or contributed to the reported infection. However, in an abundance of caution, due to the reported incident and need for surgical intervention, this medwatch is being filed.